Manufacturer narrative:
(B)(4). Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails. The unit p-cap/test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that the insulin pump experienced moisture damage due to fluid under the liquid crystal display. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.